Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2017-06324. During follow-up, oversensing noise episodes were observed on the right ventricular (rv) lead. Technical support was contacted and recommended reprogramming. The device was reprogrammed and the patient's condition was stable.